Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that the impedance issue was recurring and reason was unknown. Rep was able to program around the impedances, issue not resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins). Information was reported that the caller was programming with the patient's device and made some settings changes. When they ended the session the patient was getting the settings not available message on the patient controller. The caller provided the following impedance information from the tablet: ref 0 12 40000 13 40000, ref 11 14 940 15 880, ref 9 10 820, ref 1 2 770, ref 13 14 40000 15 40000, ref 14 15 810. The patient was programmed with group a and group b. The caller indicated that they were getting the oor message on both groups. The caller provided the following therapy programming information: a1 active electrodes 13 14 15, intensity: 1.5ma pw: 510us, rate: 25 a2, active electrodes 1 2, intensity: 1.6ma pw: 180, rate: 25 a3 ,active electrodes 9 10, intensity: 1.1ma pw: 180, rate: 25 a4, active electrodes 11 14 15, intensity: 1.2ma pw: 520us, rate: 25hz. The caller removed the 13 electrode from program a1, and was not getting the oor message any longer. The patient indicated that he could feel stimulation as the rep increased the intensity on program a1. No further complications were reported. No additional patient symptoms were reported.